Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-03. The patient reported that the device working on and off had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient¿s device was working great after they got it working again. The consumer wanted to put the device into MRI mode and wanted to confirm that they understood what eligibility the screen displayed, as it showed that the patient was full body eligible. It was confirmed that the patient¿s MRI was not related to the device or therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an aneurism surgery, which was unrelated to the device. After the surgery the device would only work on and off. When asked to clarify the patient stated that they could not get the ins to charge. The patient also stated that they saw a weird number on one of the external devices but were unable to find it in the booklet. No patient symptoms were reported. No further complications were reported as a result of this event.